Event description:
Medtronic received information that during a robotic mitral valve repair procedure, the needle separated from the u-clip, and remained attached to the outer coil. This made it difficult for the physician to pull the clip through the band; however, the physician was able to push the clip up through the band without incident. During deployment of the u-clip, the metal fingers housed in the tubing became separated from the mechanism and landed on the patient's valve leaflet. They were retrieved without incident with robotic instrumentation, and the ast band was used successfully. It was reported that the device would not be returned to medtronic for analysis as it was discarded.

Manufacturer narrative:
No product was returned. Device history review has not been completed yet. Cause of event cannot be determined at this time. No product was returned to medtronic for analysis. The device was discarded. No definitive conclusion can be drawn at this time.